Manufacturer narrative:
(B)(4). D10: 28mm i.d. 42mm o.d. Size e bearing, item: 110031011, lot: 67391168, bioloxâ® delta, ceramic femoral head, l, ã¸ 28/+3.5, taper 12/14, item: 00877502803, lot: 3235672. H6: proposed component code: mechanical (g04)- drill. The location of the reported device is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a left hip revision due to a bone fracture. It was noted that the patient experienced a post-operative fall, resulting in a fractured femur and compromised motor skills. It was confirmed that no further information could be provided.